Manufacturer narrative:
Section d10: device available for evaluation: yes. Section d10: returned to manufacturer on: 7/29/2020. Section h3: device returned to manufacturer: yes. Device evaluation: the product was received inside a non-jnj lens case. Additionally, a complaint intake form was received as well. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided; best estimate is between (B)(6) 2017 and (B)(6) 2020. (B)(4). The device was manufactured at the kulim site which has been closed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis monofocal intraocular lens (iol) was explanted from the patient''s right eye due to visual acuity fluctuations, difficulty driving at night and myopia prior to photorefractive keratectomy (prk). There were sutures used during the secondary procedure. The patient's visual acuity pre-operative was 20/60 and post-operative is 20/30. No further information was provided.